Manufacturer narrative:
The electrode lot number and expiration date were not provided. The customer's calibration and qc were acceptable. The alarm trace showed sample short and abnormal aspiration (sample probe) alarms. The field service representative found the sample probe was misaligned and the ise block was dirty. He adjusted the sample probe and cleaned the ise acrylic blocks. The precision test and method comparison test passed and no errors were observed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 8000 cobas ise module (double). The initial result was 134 mmol/l, the repeated result was 142 mmol/l. The repeated result was obtained on another module and the repeated result was believed to be correct. The sample was repeated as the customer had issues with sample short alarms and failed qc. The questionable result was not reported outside the laboratory.